Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device revealed fault codes (fc) 1004 and 1007 indicating a shorted condition and a charge timeout. The system was explanted and replaced. No additional adverse patient effects were reported.